Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 24-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that it was difficult to pass the catheter through the 3.5 y-connector that was used. The patient was on ventilation and as a result had less ventilation "for a while, causing lower saturation." There were no injuries. Per additional information received 04-sep-2019, no medical intervention was required, and there were no adverse effects on the patient's health due to the reported issue. Additional information received 13-sep-2019 stated, "nitrogen (nitric oxide) is used sometimes in ventilation to improve the oxygen levels in the blood." The customer called it "nitrogen ventilation."

Manufacturer narrative:
The device history record for the reported lot number, m19077t504, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The device was evaluated. The failure was confirmed. The root cause was incorrect product storage. All information reasonably known as of 27-nov-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.